Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found no exterior damage. The pump event history showed a base hardware failure and battery communication timeout error in error history log (ehl). The evaluation was performed, and the reported issue was unable to duplicate both reported problems during power up process. The cause of the reported issue was unable to determine the intermittent base hardware failure error, which might be causing the intermittent battery communication. The root cause of the reported issue was unable to be determined as no physical or any other damage found on the interconnect board or battery. The technician replaced the interconnect board and battery as a preventative measure. Performed power up process and all functional tests which passed.

Event description:
It was reported that a base hardware failure and battery communication timeout errors was observed. No patient injury was reported.